Event description:
During the interrogation of this ICD performed on (B)(6) 2011, a warning was displayed: "warnings: (50) suspected abnormal ventricular lead impedance on (B)(6) 2011. Low 1 day average criterion: defibrillation system potentially ineffective." However, the impedance measurements recorded were normal. The user suspects that the warning message was inadequate. Upon review of the corresponding recorded egm episodes, only sensed ventricular events were observed (vs markers): the physician would like to know how these impedance measurements were obtained.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.